Event description:
It was reported that upon interrogation of the device, two alerts were seen for possible high voltage lead issue and possible output circuit damage. Lead damage suspected. However, normal impedance measurements and provocative tests did not exhibit electrical issues. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.